Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer received a no delivery alarm during a manual prime. He reported his blood glucose level to be 349 mg/dl. The customer tried to treat his high blood glucose level with his insulin pump but received a motor error alarm. When troubleshooting they found an occlusion in the reservoir. The product is being returned. Nothing further to report.